Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with another rn from the facility who was familiar with the event. Approximately three hours into treatment, they noticed a slow leak coming from under the arterial head cap on the dialyzer. The rn stated it was dialysate that was leaking. There was no visible defect noted at the leak location. There were no alarms from the machine. The fluid that leaked was confirmed to be clear. There was no blood in the dialysate. There were only twenty minutes remaining in the patient¿s treatment, and the rn said the treatment was continued. The patient was able to complete their treatment on the machine. There was no blood loss associated with the event. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was confirmed to be available to be returned for manufacturer evaluation.

Event description:
A user facility registered nurse (rn) reported that a dialyzer leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with another rn from the facility who was familiar with the event. Approximately three hours into treatment, they noticed a slow leak coming from under the arterial head cap on the dialyzer. The rn stated it was dialysate that was leaking. There was no visible defect noted at the leak location. There were no alarms from the machine. The fluid that leaked was confirmed to be clear. There was no blood in the dialysate. There were only twenty minutes remaining in the patient¿s treatment, and the rn said the treatment was continued. The patient was able to complete their treatment on the machine. There was no blood loss associated with the event. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The fibers were wet and corporate provided caps were attached to the device. No visual damage or irregularities were noted on the returned sample. The sample was subjected to a laboratory leak test in which the dialyzer was submerged in water and pressurized incrementally. No external leak was detected. Once dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one non-conformance (nc) found in the production of this lot which resulted in rework. The nc was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was unable to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.